Event description:
A malfunction was reported on the customer's pump, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. The pump was reset to resolve the issue, and the customer continued using current pump for insulin therapy.